Event description:
It was reported that the patient had been taken to the emergency room (ER) due to hypoglycemia. The patient's blood glucose levels dropped to 55 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include sweating and feeling "out of it". The pod was removed by paramedics, who also gave intravenous fluids and patient was taken to the ER and given food. She was released after spending 4 hours in the emergency room.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.